Manufacturer narrative:
Customer returned pump for an alleged infusion set anomaly/leaking, possible under delivery and was hospitalized for high bgs found on 10-jan-2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged possible over delivery and was hospitalized for low bgs/high bgs found on 11-jan-2023 (per ss event date), however, the customers note stated that the customer returned pump for an alleged possible over delivery and was hospitalized for low bgs/high bgs found on 10-jan-2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged low bgs found on 31-jul-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged was hospitalized for high bgs found on 08-aug-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged belt clip damage found on 19-jan-2022. Unable to confirm infusion set anomaly/leaking due to pump received without the original infusion set. Unable to confirm belt clip damage due to pump received without the original belt clip. A test belt clip locks securely into the pump's belt clip rail. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 10-jan-2023, there is no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 24 u. 01/10/2023 12:50:00.000 normal bolus delivered, normalbolusamountprogrammed = 13, bolusamountdelivered = 13. 01/10/2023 14:42:58.000 normalbolusdelivered, normalbolusamountprogrammed = 1, bolusamountdelivered = 1. 01/10/2023 16:20:52.000 normalbolusdelivered, normalbolusamountprogrammed = 1.6, bolusamountdelivered = 1.6. 01/10/2023 17:07:38.000 normalbolusdelivered, normalbolusamountprogrammed = 0.9, bolusamountdelivered = 0.9. 01/10/2023 17:36:42.000 normalbolusdelivered, normalbolusamountprogrammed = 7.5, bolusamountdelivered = 7.5. In further full review of the pump history/traces on the event date of 11-jan-2023, there is no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 11.8 u. 01/11/2023 00:02:08.000 normalbolusdelivered, normalbolusamountprogrammed = 0.5, bolusamountdelivered = 0.5. 01/11/2023 10:33:28.000 normalbolusdelivered, normalbolusamountprogrammed = 2.4, bolusamountdelivered = 2.4. 01/11/2023 12:46:22.000 normalbolusdelivered, normalbolusamountprogrammed = 6.3, bolusamountdelivered = 6.3. 01/11/2023 13:56:32.000 normalbolusdelivered, normalbolusamountprogrammed = 2.3, bolusamountdelivered = 2.3. 01/11/2023 22:10:51.000 normalbolusdelivered, normalbolusamountprogrammed = 0.3, bolusamountdelivered = 0.3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery and over delivery were not confirmed. Infusion set anomaly/leaking and belt clip damage were unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized with hyperglycemia and blood glucose value at the time of the event was 600 mg/dl. Hyperglycemia was treated in emergency medical services. Customer alleged infusion set had leakage. Troubleshooting was performed. Customer was using insulin pump system within 48 hours of reported event. Customer will discontinue use of the device and insulin pump will be returned for analysis.